Event description:
The dentist reported that 1 month after the dental implant was placed in patient's mouth, it was verified its non-osseointegration. Thirty n.cm of primary stability was achieved and immediate load was not performed. Pt presented low bone quality (bone type iii).